Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 400 mg/dl and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer recalled being able to smell insulin at the time of the event, and the healthcare provider suspected that the infusion set cannula may have been bent; however, this could not be confirmed. Bg was treated via intravenous insulin and a liquid diet. Reportedly, the customer was released two days later with the issue resolved and no permanent damage.